Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3387-40, lot# j0306891v, implanted: (B)(6) 2003, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 3387-40, lot# j0306891v, implanted: (B)(6) 2003, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
A healthcare professional via a manufacturing representative reported that a patient whose indication for use was dystonia and movement disorders had a worsening/return of symptoms since the implantable neurostimulator (ins) was replaced and there was an impedance issue. The patient had the ins replaced on (B)(6) 2015 and in (B)(6) 2015 the patient had called to report worsening of dystonia since the surgery. The patient was seen on (B)(6) 2015 and abnormal impedances were discovered for the patient's right globus pallidus (gpi) setting; the impedance on the right was high with a very low current. An electrode impedance check was done and there were high impedances on c/0 and 0/3 ranging from 3000s-4000s and the patient was using contact 3 for therapy. A repeat impedance check was done at the same settings and impedance was 2156 with a current of 1.690 which was still dramatically different from pre-operation where impedance had been 938 with a current greater than 3ma. Right gpi electrode impedance values were c/0-3420, c/1-1202, c/2-999, c/3-1971, 0/1-2671, 0/2-3109, 0/3-4345, 1/2-1281, 1/3-2640 and 2/3-2188. A new group was created using 1+2- to avoid abnormal contact 3 which resulted in no adverse events and a current of 3.186 and impedance of 1132. Examination indicated the patient was not much different immediately after the change. The patient had not felt any better and had come in again on (B)(6) 2015 which was when the healthcare professional had discovered that the patient had accidently turned the stimulator off so it was turned back on. Impedances were checked and had changed. Right gpi electrode impedances were run and every contact pair utilizing 3 was abnormal. C/3-20211, 0/3-26164, 1/3-18861 and 2/3-17384. The patient had again returned (B)(6) 2015 with still no improvement and right gpi impedances were checked again and every contact pair utilizing 0 and 3 were greater than 40,000 and the only normal impedances were c/1, c/2 and 1/2. The patient was changed to monopolar mode with a setting of c+2- and had seemed better. The healthcare professional was worried about the abnormal impedance progression over the last 2 months. It was noted that there had been no traumas. The healthcare professional thought it was likely related to the replacement since the troubles started after that. An x-ray was going to be conducted and noted that if the last setting worked for the patient they could hold off on intervening. No follow-up was scheduled. If additional information is received a supplemental report will be submitted.